Event description:
It was reported that the device was used during a right hemicolectomy, the doctor was doing the distal and proximal transaction lines and the disc on the outer ring popped off. Case completed with another device of the same product code. No patient consequence.